Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra mini meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer care advocate (cca) documentation since the mss was unable to contact the patient by phone. The patient claimed that she was shaking immediately after the meter did not turn the month prior. The patient said she received phone advice from her doctor to take a tablet; the tablet name and dose were not provided. The cca noted that the meter did not turn on when a test strip was inserted. The patient's products were replaced. This complaint is reported because the patient alleges the lfs meter did not turn on and afterward she experienced shaking, a typical symptom of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.